Manufacturer narrative:
Stryker performed an evaluation of the customer¿s device and verified the reported issue. Stryker observed that the white energy wire was disconnected from the j18 spade connector, which caused the issue. When the capacitor wire was reconnected the issue was resolved. The customer received a replacement device and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to deliver defibrillation energy and displayed a ¿shock not delivered¿ message. There was no patient use associated with the reported event.